Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed rewind test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. Device received with stripped coin slot, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's battery was dying within a week,had issues getting it to rewind when refilling the reservoir, the belt clip was broken and had to replace the battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.